Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during a bolus delivery. The customer's blood glucose level was high at 406 mg/dl. She cleared the alarm and was about to bolus but needed assistance with checking the bolus history to verify the amount delivered prior to the no delivery alarm. Customer stated she was unable to troubleshoot and was going to change the reservoir since it was low. She was advised to call if alarm occurs.